Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices related to this event were reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a trial patient developed an infection at the ipg pocket site. The patient already had an implanted st. Jude medical penta lead and eon ipg. For the purposes of conducting a trial with nevro hf-10, the physician implanted a nevro percutaneous lead. In order to conduct an assessment of hf-10 therapy for this patient, a nevro trial stimulator was connected to the nevro percutaneous lead and one of the two penta lead proximal ends (via the nevro s8 adaptor). Following trial surgery, the patient developed an infection at the st. Jude medical eon ipg pocket site. The patient was hospitalized and was given oral and IV antibiotics. All devices were explanted and a follow-up report indicates the patient is doing well.